Event description:
A peritoneal dialysis patient experienced a hypoglycemic event coincident with extraneal therapy (a labeled interferent for aviva test strips). Patient reported obtaining a blood glucose result of 362 mg/dl, at 8:00 am, on the aviva system. Subsequent to this value, patient self-administered 5 units humalog and 30 units lantus. At 12:00 pm, patient reportedly felt as if blood glucose was dropping. Patient noted that, because she believed blood glucose to be elevated, she had not eaten anything during the previous 4 hours. At this time, patient reportedly attempted to retest blood glucose; however, the aviva system generated an e-1 error message. At an unspecified time, between 12:00 and 1:00 pm, patient lost consciousness. At 1:00 pm, an ambulance arrived to transport patient to the hospital. The paramedics reportedly tested patient's blood glucose (on an unspecified device), while en route, and obtained a result of 49 mg/dl. No treatment was administered by emergency medical services. Patient stated that she regained consciousness while in the emergency room. Although patient believes she was treated with glucose, she was unable to provide any specific details of treatment received. Patient noted that she "felt better" around 4:00 or 5:00 pm that day, but remained hospitalized for the next 2 days, for observation of blood glucose levels and renal function. The manufacturer requested the return of the aviva system for evaluation.

Manufacturer narrative:
Additional information received on 02/09/2012 from the drug manufacturer (same event reported on medwatch (B)(4)): on (B)(6) 2012, patient provided additional information to the drug manufacturer. The patient stated that she was provided with educational information about potential device interaction with extraneal therapy. Patient indicated that the device in use at the time of the event (reported as an accu-chek aviva system on the initial report) was on the list of products approved to use with extraneal viaflex. The patient noted that it was recommended that she have a medical bracelet, wallet card, and hospital admission kit; but indicated that she was unable to afford them. Patient stated that she was discharged from hospital one week after admission. On an unreported date, the patient recovered from hypoglycemic event and device interaction. At the time of the communication with the drug manufacturer, patient's extraneal therapy was ongoing.

Manufacturer narrative:
It is not known if the initial reporter filed a medwatch for this event.